Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was repoted the white gasket from a trocar fell into the patient. The surgeon was able to retrieve the gasket laparoscopically. It was reported a right angle dissector and other instruments were used through this trocar. There was no consequence to the patient.